Event description:
The customer reported that there were no images and the screen was black. This would result in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was identified as being faulty and a replacement was order. No further repair information is available at this time.